Manufacturer narrative:
The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade and anxiety-product/procedure.

Event description:
Patient reported capsular contracture, baker grade unknown. Patient is anxious about the recall. The device remains implanted. Side unknown.